Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports lancet does not retract and protrudes beyond the end cap of the multiclix device after firing. No adverse event reported. Requested return of suspect device and lancets; replacement was sent.